Event description:
Additional information received reported the patient had recovered without permanent impairment.

Event description:
It was reported that during one of the patient¿s revision surgeries the health care professional touched the patient¿s lead wire with electrocautery and the patient had a seizure from it. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead, product ID neu_unknown_lead, product type lead. (B)(4)